Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The device would not power on. No other abnormalities were reported. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the device would not power on. The cause of the issue was attributed to a faulty fuse. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Customer called olympus field service technical specialist (fsts)and according to fsts the issue was with the portable light source. Troubleshooting was provided by fsts but were unable to resolve. The light source will not power up and therefore not working. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the halogen light source would not power up. The issue was found during maintenance. There were no reports of patient harm.